Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v847452, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional review indicated the lead revision was on (B)(6) 2013 and not in (B)(6) 2013, which was previously reported. The ¿excruciating¿ pain was experienced prior to the lead revision and the patient did appear to have programming after the revision surgery. Manufacturer¿s device registry also indicated that both the implantable neurostimulator (ins) and lead were removed on (B)(6) 2013. Additional information received reported the lead had ¿pulled away¿ by over four centimeters. The patient was in terrible pain and the ins never ¿felt right.¿ in (B)(6) 2013, it was noted the patient was in ¿a lot¿ of pain, so after two weeks the device was turned off. The ins was explanted and a new ins was implanted in a different pocket. A little more than two weeks later, it was indicated the patient received assistance from their manufacturer representative and their concerns were resolved. It was also noted that the patient was working with their doctor or manufacturer representative to resolve other concerns.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had "excruciating" pain in her back following a lead revision in (B)(6) 2013 because the lead had moved according to an x-ray. It was stated that the pain started to hurt over the summer (2012) and by (B)(6) 2012 it was "excruciating." It was also noted that the patient "did not appear to have programming." Reportedly in the manufacturer's records the device was explanted on (B)(6) 2013. Additional information was requested and if received, a supplemental report will be filed.